Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system displayed intermittent communication error and the error could be cleared by rebooting the system. There is no report of death or serious injury associated with this complaint.